Event description:
It was reported that when flushing inside the valiant stent graft, the physician was unable to infuse saline from the flush port. The catheter was cut and a infusion tube with a 22-gauge needle was inserted into the luer connector confirming patency. The physician then used the valiant delivery system and implanted the stent grafts to complete the procedure. There was no damage to the device or packaging. No clinical sequelae were reported and the patient is fine. The device was returned for evaluation. Upon inspection of the device, the side port extension was cut from the delivery system and replaced with another flushing assembly that had a very long, narrow tube with a three-way valve at the end. The stop-cock was inspected and the valve was not fully seated within the housing, which prevented the holes in the valve from aligning with the holes in the tubing. Water was flushed through the make-shift flushing assembling using a syringe, which successfully flushed the graft cover of the device. Water was attempted to be flushed through the side-port extension assembly, however would not pass the valve. The valve was then reconnected properly within its housing, which aligned the holes properly in the valve with the tubing and allowed for successfully flushing of the side-port extension. The complaint was confirmed; the side port extension could not be flushed. The cause of the inability to flush was due to the valve not being seated properly. The root cause of the event could not be conclusively determined during analysis; however, the supplier may not have fully seated the valve into the assembly.

Manufacturer narrative:
(B)(4). Evaluation codes, results: other (insufficient information; cause is unknown) failure to follow instructions (using a broken/modified device) evaluation codes, conclusions: other (insufficient information; cause is unknown) failure to follow instructions (using a broken/modified device).